Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: dis colon rectum. 2012; 55 (1): 90-95 doi: 10.1097/dcr.0b013e3182334121. (B)(4).

Event description:
It was reported via journal article: "title: perineal hernia repair after abdominoperineal rectal excision" author: I. S. Martijnse, md; f. Holman, md; g. A. P. Nieuwenhuijzen, phd; h. J. T. Rutten, phd; s. W. Nienhuijs, phd. Citation: dis colon rectum. 2012; 55 (1): 90-95. Doi: 10.1097/dcr.0b013e3182334121. The aim of this study was to review recent results of mesh-based operative perineal hernia repair after rectal cancer surgery. A total of 29 patients underwent repair of a symptomatic perineal hernia after an abdominoperineal resection due to rectal cancer. The majority was male (66%), and the median age was 59 years (age range: 41 to 83 years old). During the surgical procedure from 2003 to 2006 (old mesh repair), a partially absorbable mesh, either polytetrafluoroethylene mesh or vypro mesh was placed over the hernia sac and fixed to its surroundings with interrupted prolene 2-0 sutures. The subcutis was approximated, and the skin was closed with a running, absorbable intracutaneous suture. After 2006, the surgical technique was modified (new mesh repair) due to recurrence. With improved knowledge of the pelvic anatomy, the mesh was then sutured with a strong, non-absorbable prolene 1-0 running suture ventrally to the urogenital diaphragm, lateral to the sacro-tuberal ligaments, and, on the dorsal side, to the fascia of the gluteus maximus muscle and os coccyx to create a new pelvic floor. In the old mesh repair technique, reported complication included repair failure (n-8) which required an abdominal approach (n-3), suture fixation (n-2), and mesh technique (n-3). In the new mesh repair technique, reported complications included repair failure (n-1). In the entire group of 29 patients, reported complications included perineal hernia recurrence, wound infection (n-1), seroma (n-1), fistula (n-1), and dehiscence of the perineal wound (n-1) which required re-operation within 2 weeks after the primary surgery. It was concluded that changing the surgical technique resulted in a very low rate of recurrence. The new high tension approach with a non-absorbable mesh through the perineal access seems feasible. The operation time was short, there was a low recurrence rate, and few complications were encountered. This repair can therefore be recommended for patients with a symptomatic perineal hernia.